Event description:
Reporter stated that patient obtained a blood glucose result of 306 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered regular insulin (amount not provided). Shortly thereafter, patient reportedly lost consciousness, breaking ankle during fall. Reporter arrived at patient's home, approximately 1 hr after initial result of 306 mg/dl, and found patient was still was still unconscious. Reported stated that patient regained consciousness, less than one hour later, having received no medical assistance. Reporter noted that patient self-treated by drinking orange juice. Patient reportedly sought treatment for the broken ankle 4 days later. No details of treatment received were provided. Patient's current condition: "ok". Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.